Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The visual inspection of this 4 years old screwdriver has shown that the tips at the forefront of the stardrive are slightly rounded. Therefore the complaint is confirmed. Also the flat surface of the coupling piece has visible wear marks. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 314.453 lot: 9847211 manufacturing site: haegendorf release to warehouse date: 17.mar.2016 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, an open reduction internal fixation (orif) surgery for the humeral fracture was performed with variable angle-locking compression distal humerus plate (va-lcp) and a short stardrive screwdriver shaft on (B)(6) 2019. During the surgery, the surgeon got the feeling that the tip of the shaft was stripped. The surgery was completed successfully by using another screwdriver shaft. There was no surgical delay and adverse consequence to the patient reported. Concomitant medical products: va-lcp distal humerus plate (part# unknown, lot# unknown, quantity#1); unknown screw (part# unknown, lot# unknown, quantity#1). This report is for one (1) stardrive screwdriver shaft t8 55mm. This is report 1 of 1 for complaint (B)(4).